Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer could not get insulin to enter the cartridge when trying to push the syringe down. There was no reported impact to the customers blood glucose level. The customer changed supplies and was able to fill a cartridge.